Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Reservoir ruptured during the patient use at the patient home. No patient injury, adverse event or medical intervention associated with this report. The drug being infused was 5fu (fluorouracil) and saline. The actual sample is not available.